Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that malfunction alarm with the code malf 12 ¿ 0x2071 occurred. There was no reported adverse impact to customer's blood glucose. To address the issue, technical support assisted the customer in attempting to reset the pump, but the malfunction recurred. Customer reverted to using an alternate method of insulin therapy.